Manufacturer narrative:
No parts were returned for analysis. The site noted that the issue was resolved with a reboot. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that upon booting up the system the system displayed "caution, software version mismatch, firmware version incorrect, do not proceed". A representative called the site and it was noted that after rebooting the system and allowing enough time for internal components to activate the issue was resolved.